Event description:
After stent deployment in the left internal carotid artery, the patient experienced sluggish response, slurred speech, and was unable to squeeze the toy with the right hand. It was also noted the patient exhibited a sluggish left pupil. Post stent deployment, it was noted that there was no flow near the filter basket and vasospasm was suspected. Balloon dilatation was perfomred and an aspiration catheter was used in case of a clot, however no clot particles were retrieved - just blood. Nitro was given and good blood flow was restored. All the devices were removed and it was noted that debris was seen in the filter material. Post procedure, the patient's left pupil was reacting as it had not before, however, the patient continued to have right hand difficulty squeezing the toy. The patient's right-side movement remained weak. The patient was admitted to ICU and was given integrilin. It is unk if the neurological symptoms resolved.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant findings will be submitted in a follow-up report.